Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead experienced a bent and possibly fractured connector pin that was loose. The lead exhibited high and undefined impedance levels and high thresholds. It was reported that this occurred after the lead was originally implanted then removed in order to insert a snare wire to retain a j-wire that fell into the superior vena cava (svc). The lead was removed and replaced. The j-wire was successfully removed. No patient complications have been reported as a result of this event.